Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2016, fse conducted follow-up with the customer over the phone to address the reported event. Fse performed troubleshooting with the customer and found that the tubing ws obstructed. Fse instructed the customer to flush the system out. The device subsequently ran without issue. No further action was required by field service. The most probable cause of the reported event was due to clogged tubing.

Event description:
On (B)(6) 2016, the customer reported "syringe l 706" with their g8 analyzer. Technical support (ts) advised the customer to replace the sample probe and to call back if the error persisted. The customer called back later that day to report the same issue. On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.